Event description:
The customer reported that at the beginning of a thyroidectomy, the blue insulation on the device became loose and fell into the pt cavity. The material was retrieved and another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.